Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information indicates that the cause of this behavior was unknown and there was no confirmation that this behavior was attributed the device. This lead was surgically abandoned. No additional adverse patient effects were reported.